Event description:
It was reported the trial patient was experiencing a lot of pain on the left side where their lead was located. The pain began as of the date of the call. Adjusting stimulation on the right lead had no effect on the pain. It was indicated the patient was not red or swollen, but still had bandages. The patient was trialing on the right lead at the time. It was noted that it hurt ¿significantly worse¿ when the left lead was placed as compared to the right lead. It was noted however that the patient was able to sleep for eight hours, which they had not been able to do in a long time. The patient had no leakage and less frequency. It was noted that the patient did not feel stimulation all the time. Two days later, it was reported that the leads migrated. The leads were removed and the patient was to be scheduled for the full implant. It was indicated that the patient did ¿well¿ with the peripheral nerve evaluation leads. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).